Event description:
A product liability claim was raised. It was reported that on (B)(6) 2006 the pt was implanted a durom hip generic on the right side, due to loosening a revision surgery took place on (B)(6) 2010. The operative report gives a pre- and postoperative diagnosis of "failed right hip resurfacing implant by way of acetabular component symptoms." The operative report also notes that there were no metallosis. The durom acetabular component removed easily from the host bed of bone of the acetabulum with evidence of only fibrous fixation.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. A tissue reaction like pseudo tumor can be a post-operative risk for metal on metal (mom) implants in general as also stated in zimmer's instruction for use ((B)(4)). Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in (B)(4) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marked in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction (B)(4). Should additional info including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).